Event description:
The customer reported seeking medical attention due to high blood glucose of 600mg/dl, and she was treated with manual injections. Troubleshooting was performed. The programing and settings were correct. Ran a fixed prime and the insulin exited. Performed a high pressure test and passed. Advised the customer to switch the entire infusion set, reservoir, and insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.